Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the patient's hyperglycemia, dehydration and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient reported that less than a day after the pod was activated, he was rushed to the hospital with dehydration and hyperglycemia. His blood sugar was immeasurably high. He got a infusion with saline and insulin. He was hospitalized for 3 days and also treated for urinary tract inflammation.